Manufacturer narrative:
All operating currents are within specification and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected failed battery test alarm noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 205 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised to return the pump and we will send out replacement.